Event description:
The customer reported that the ventilator had an alarm fault. The customer reported that the unit was not in use on a patient. The customer contacted product support and the recommended repair is check switch components and check the power management (pm) board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the (asp) confirmed the reported problem. Loud noise when turning on the turbine. The asp replaced the turbine. Tests and inspection passed. The device was returned to full functionality. H11: corrected data; the authorized service personnel (asp) reported that the startup failure was caused by excessive turbine temperature.